Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the touchscreen on an ilet pump was cracked and the display was nonfunctional, while the device continued to emit sounds and alarms; the pump was deemed nonfunctional and not watertight and was replaced. Symptoms included no confirmed blood glucose data because the patient¿s cgm session had expired, and a fingerstick was unavailable at the time. Outcomes included interruption of automated insulin therapy and temporary reliance on backup therapy and the cgm app or receiver until the replacement was initiated. The investigation included collecting device history and return logistics, with instructions to shut down, an acknowledgement that the shutdown could not be performed due to the display failure, and confirmation that data would not transfer to the replacement. Investigation of the returned device revealed physical damage to the touchscreen/display component, leading to a loss of user interface and an inability to verify pump function. It was concluded, based on previously established findings for similar reports, that the cause was device damage from handling or external impact.